Event description:
Information received indicates there is a high ground reading on the power cord due to a loose ground pin.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.